Event description:
It was reported that the arctic sun device failed calibration error 80(water check time out - unable to reach calibration temperature) expected 28 actual 14, functional check verified a failed heater, requested a quote for 2000-hour service. Heater command was 100%, circulation pump command (cpc) was 50%, inlet pressure (ip) was -7.0, flow rate (fr) was 1.6. Per sample evaluation results on (B)(6) 2024, it was reported that the arctic sun device had week pump and heater issues.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.